Event description:
It has been reported to philips that, system was not booting. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system software was not booting. Review of the system log file showed an issue with ippc. Fse reloaded the software and reseated the ippc connections. After reloaded and reseated the connections, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.